Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation papers allege: including but not limited to grinding, metal flakes in and around the socket, fluid, pain, swelling, limited range of motion. Update rec'd (B)(6) 2015. Medical records received. Dor updated. Patient revised to address discomfort and elevated metal ion levels. Unknown hip updated to cup, femoral head, sleeve and stem added to complaint. Stem remained in situ. This complaint was updated on (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.manufacture location correction.

Event description:
Update rec'd 7/11/15 - ppd with medical records received. Patient was revised to address pain, discomfort, and elevated metal ion levels. Part/lot information provided. The information received does not change the MDR decision. This complaint was updated on 7/21/15.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Depuy synthes has been informed that the catalog number and lot number is not available.